Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Upon visual and x-ray examination, there were no anomalies found with the lead.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, the physician securely connected the lead to the pacing system analyzer (psa) and the lead exhibited noise and other indistinguishable signals that were being oversensed. The lead was not used and was replaced. The patient was in stable condition.